Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator had no output pressure and the turbine did not spin up. The ventilator was a backup ventilator in the pt's home and was not on the pt at the time of reported problem. It is unk if the ventilator alarmed when the reported problem occurred.